Manufacturer narrative:
(B)(4)

Event description:
The customer received analyzer alarms and questionable ise indirect gen. 2 results for qc and several patient samples. Of the data provided for two patient samples, only the sodium results for one sample were discrepant. The initial result was 138 mmol/l and the repeat result on a cobas 8000 core unit was 131 mmol/l. The customer was not sure which result was correct. The initial result was automatically reported outside of the laboratory. There was no adverse event. The electrode lot number and expiration date were requested but were not provided. The field service representative found there was contamination from a possible clot or bubble in the sample. He checked the alignments of mechanisms and rinse levels. He performed ise checks that were within specification and the customer ran calibration and controls with all results within the specifications. Follow up with customer confirmed all additional calibrations and controls were within specifications. Trending was performed for this type of event and no abnormal trend identified. A historical query was performed and found no past issues of this nature on any like instruments for the last 12 months at this site.